Event description:
The clinic requested machine service after noting a leak from inside the machine. Gambro technical services (gts) diasgnosed a leak to atmosphere from one of the bottom ports on the air separator assembly. The affected air separator was not returend to the manufacturer for failure investigation. The failure mode was diagnosed in the field, however, allowing the manufacturer to reach a reasonable conclusion. No patient involvement was reported.